Event description:
Customer stated they had a leak and could not determine where it was coming from. It was leaking into the walkway. No patient samples were involved and no operators were harmed. The field service representative determined leak was coming from rinse mechanism tubing # 3 and replaced the tubing on a subsequent visit. After tubing replacement, field service representative documented no leaks detected.